Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited rising pacing lead impedance and high pacing threshold. Incomplete lead fracture was suspected. The patient's condition was stable and the lead will continue to be monitored.